Event description:
It was reported that left total knee arthroplasty was performed in 2001. Tibial components were exchanged in 2002, findings abnormal articulation and wear on the tibial bearing component.

Event description:
Left total knee arthroplasty was performed in 2002. Tibial components were exchanged 4 months later, finding abnormal articulation and wear on the tibial bearing component.